Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complication encountered please check patient line and drain line messages. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4348 ml during drain 3 of the treatment. This drain volume is 198% the patient's prescribed fill volume of 2200 ml. The patient stated that when getting the drain complication (dc), the patient gets up and it starts to drain but lays back down and cannot drain at good rate. The patient stated when having very large drain volumes when sitting up at the edge of the bed the entire time. The patient does suspect that it may be the pd catheter and the pd nurse already knows about the situation. The patient was told that they would be seeing the surgeon soon for testing. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of the peritoneal dialysis treatment. The patient is continuing with pd therapy on the original cycler without issue and without reoccurrence of the reported event.